Manufacturer narrative:
The customer damaged the soft component of the up button. Due to the damage to the button, liquid was able to enter into the pump and resulted in a continuously active up button. Because the up button is used to enter the quick bolus menu, the pump did enter that menu but it is not possible for a quick bolus to be programmed or delivered because of the continuously active up button.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump initiated a quick bolus by itself and during the day it occurred more than one time. No adverse event reported. Requested return of the alleged device for evaluation.